Event description:
Event description cpi received information that the rate sensing portion of this endotak down-sized lead (0125) was capped, and removed from service due to oversensing, caused by a lead fracture. The shocking portion remains active. A (4269) lead was added to the patient's system.